Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of approximately 400-480 mg/dl. Reportedly, the customer required assistance from the contact to address bg by correction bolus via the pump and was taken to the emergency room (ER). Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with cts confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by cts to gather additional information from the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.